Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer (con) who was receiving clonidine, bupivacaine and dilaudid (hydromorphone) at unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient wanted to know the compatibility for a leg massager and technical services reviewed what could cause the pump to alarm if electromagnetic interference (emi) was the issue with the device. The patient stated that she heard her pump alarm when it went empty in 2022-nov. The caller stated that she had an appointment for on (B)(6) 2022 but the doctor did not have the drug available for the refill and had to push out the refill date to on (B)(6) 2022. This resulted in the pump going empty and the patient not getting their pump filled until (B)(6) 2022. The caller stated that they have several physical issues like neuropathy auto immune system and diabetes. The caller stated they were in pain with the pump and it was upsetting that the doctor failed to get the drug in on time so that their pump would not go empty. The patient mentioned they were getting refilled for a third time and was going to speak to their doctor.